Event description:
Patient had a generator replacement occur. Generator was returned and analysis was performed. The pulse generator diagnostics were as expected for the programmed parameters. The electrical tests revealed that the generator is at the ifi = yes condition. There were no performance or any other type of adverse conditions found with the pulse generator. Patient was reported to have had an increase in seizures prior to the battery replacement. There was a noted concern of low battery as resolving in the increased seizures. No additional relevant information has been received.